Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Initial and final MDR (B)(4) -device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in poland. This MDR being submitted for unknown number of quantities. It was reported that the patient faced an insulin flow block event on (B)(6) 2025 due to blockage in tubing. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-05361. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009536 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6009536 was manufactured according to the wi version 81 packaged the multivac mv12, on 06/oct/2024, with a total of (B)(4) units. Assembly DHR review: the lot 4j05637 was glued according to the wi version 26, assembly, on 06/oct/2024 with a total of (B)(4) units the lot 4k01937 was glued according to the wi version 26, assembly, on 08/oct/2024with a total of (B)(4) units gluing tube the lot 4j05597 was glued according to the wi version 42, manufactured in the line pegado 4 and 8, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6006533 found other one complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.